Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized last year for a blood glucose of 770 mg/dl. The customer's dog sleeps with her and the dog's foot got caught in the infusion set tubing and jerked it out partially. The customer went to work thinking that her site was functional and when her blood glucose went above 600 mg/dl she decided to go to the ER. The customer was given insulin. Troubleshooting was declined. No products were returned or replaced.